Manufacturer narrative:
Zimmer biomet complaint number (B)(4). Patient weight not provided.

Event description:
It was reported that the implant was removed due to becoming fractured at the head of the implant.

Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
Zimmer biomet complaint number (B)(4). The following sections have been updated: b4: date of this report; b5: describe event or problem; g3: date received by the manufacturer; h1: type of report, follow-up number; h2: follow up type; h3: device evaluated by manufacturer: change ¿no' to 'yes'; h6: evaluation codes; h10: additional narrative. Product evaluation: one implant was returned for investigation. Visual evaluation of the as returned implant identified signs of use, wear. The implant fractured at the collar region. Functional testing could not be performed since the product was fractured. Pre-existing condition noted on the per was 'low bone density ¿ type iii'. The reported device had been placed on tooth #47 (fdi) for approximately 3 years. The patient was reported to have good oral hygiene. X-ray & picture evaluation: x-ray or picture image was not provided. Review of appropriate documentation: document reviewed: biomet 3i dental implant IFU (p-iis086gi) rev j - 2022/08. Information identified: contraindications, warnings, precautions and potential adverse events. Per the applicable IFU, improper techniques as well as overloading may lead to device failure. DHR review: DHR review for the lot number (2017061542) had revealed no deviations nor non-conformance's which could have caused or contributed to the reported event. Products was conforming at the time it left zimvie. Lot was inspected and passed all acceptance criteria by qa. Complaint history review: complaint history review was performed for the reported lot number (2017061542) for similar events (complaint category keywords: fracture: implant) and no other complaint was identified. Post market trending review: november post market trending was reviewed and there were no actionable events or corrective actions for the reported event or product. Therefore, based on the available information, device malfunction did occur, and the reported event was confirmed.